Event description:
It was reported that the customer's insulin pump kept beeping. The customer was unable to exit from the notification that the rewind was complete. The customer's blood glucose was 100 mg/dl. The customer explained that after priming the insulin pump, she found air bubbles in the reservoir. Troubleshooting was done. The customer was unsure of the size of the air bubbles. Advised customer to change the infusion set. Advised customer to replace the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.